Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas became unusable due to a missing charger, leading to device shutdown, and the patient transitioned to backup therapy; education on proper placement of the device on the magnetic flat charger was provided and a replacement charger was arranged. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted glycemic management after prompt switch to backup therapy and no alerts or alarms. Investigation included customer counseling on correct charging technique and logistical remediation through shipment of a replacement charger. Investigation of this case revealed user-related charging unavailability due to a misplaced accessory, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to accessory loss.